Manufacturer narrative:
(B)(4). Report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Product not returned.

Event description:
It was reported that a scratch on the sterile packaging was found at incoming inspection. There was no patient involvement.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. UDI number - (B)(4). Complaint sample was evaluated and the reported event was confirmed. The visual inspection of the returned product identified scuffs/scratches on the inner pouch. The sterile barrier was still intact. Device history record was reviewed and no discrepancies were found. The root cause of the reported issue is attributed to transit damage. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.